Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), ovarian cyst ("ovarian cysts"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and rash ("excessive rashes"). The patient was treated with surgery (to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, ovarian cyst, alopecia, dyspareunia and rash had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.